Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital, in hospice care. The caller stated that the customer was hospitalized the sunday before passing away. The cause of death was stroke. The caller noted that the customer had grave's disease and previous stroke. The caller stated that the customer was told that he had type ii diabetes but in actuality he had type I diabetes, therefore his diabetes was not being treated accordingly. The customer also had heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer used sensors. The caller stated that they do not know where the insulin pump is, hence the device cannot be returned for analysis and the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.